Event description:
Further information has been received on this event which confirms the devices involved are not smith & nephew bhr implants as originally reported, but are finsbury adept hip replacement devices. As such, this MDR (3005477969-2013-00475) was submitted in error.

Event description:
It was reported that revision surgery was performed due to pain and subluxation. The primary surgery was performed in 2006.

Manufacturer narrative:
Further information has been received on this event which confirms the devices involved are not smith & nephew bhr implants as originally reported, but are finsbury adept hip replacement devices. As such, this MDR (3005477969-2013-00475) was submitted in error. (B)(4).